Manufacturer narrative:
H.6. Investigation summary: bd was not provided with photos or samples for catalog 408381 lot 8331877 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Device history review and systems evaluations were reviewed and performed and no discrepancies were observed. No issues of the cannula internal characteristics or performance were reported from the tic machines in the manufacturing process. No supplier corrective action reported for the raw material lots used. In regards to the guide wires, the use of these guidewires are only applicable to radiology needles, multipurpose and potts-coumand needle types. Based on this information, the use of guidewires are not applicable to spinal needles. The most probable cause is related to product off-label use. No actions are necessary since the investigation does not reflect that the customer reported failures of ID needle as it relates to the manufacturing process. No further actions are required at this time. Material: the incoming inspection records of the raw material lots used on the finished product were reviewed. Finish product used cannula 27 ga 3.5in ID 8029644. Lot of cannulas did not require full inspection since it was under certification program. Although the cannula ID was not required to be measured due to the certification program, no issues of cannula internal characteristics or performance were reported from the tic machines manufacturing process. No supplier corrective action report (scar) reported for the raw material lots used. H3 other text : see section h.10

Event description:
It was reported that bd¿ needle for spinal anesthesia needle hub is damaged. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle does not lock and does not fit into guide wire. Defect in the guide wire fitting, the needle hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle for spinal anesthesia needle hub is damaged. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: needle does not lock and does not fit into guide wire. Defect in the guide wire fitting, the needle hub.